Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is unknown.

Event description:
The patient was initially implanted with an afx to treat an abdominal aortic aneurysm (aaa). Approximate time of initial procedure is unknown. Endologix was notified by a medtronic rep. Whom provided a video showing what appears to be a stent fracture and a suprarenal stent separation from the proximal extension on an afx implant. Probable type 3a endoleak as a result. Medtronic rep. Would not disclose any further information including patient name, hospital, or physician name. Possible re-intervention with a medtronic device pending. Patient status was not provided.

Manufacturer narrative:
The reported adverse event / incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event / incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. A review of the part number/lot number combination needed for device identification was not provided. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event / incident not completed. An examination of medical records and / or medical imaging was not received by endologix. The most likely causation for the reported event is unknown. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined due to no medical records available for review. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is unknown. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.